Event description:
A medical secretary reported that during intraocular lens (iol) implant surgery, "as soon as the lens was shot out of the cartridge, it ripped the lens bag in the pt's eye." She reported the lens was promptly removed and replaced with another iol placed in the sulcus. She reported the pt is "doing great." In a follow-up, the surgeon reported a vitrectomy was performed, another iol was implanted in the sulcus with optic capture in rhexis, and the event resolved. He reported that possibly a sharp leading edge of the haptic caused/contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution, bent haptics, and torn/split/cracked optic damage were observed. No bent haptic was observed. Results from the product history record review indicated the lens met release criteria. Account indicated that a monarch cartridge was used. Product history records could not be reviewed for the monarch lot because the account did not provided info traceable to the manufacturing documentation. The root cause could not be determined from the investigation. While we are unable to determine the root cause of the observed lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the lens damage on the returned product is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2011 by fax and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4).